Event description:
It was reported that the patient had been treated for hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 22 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include feeling weak and sleepy. In addition, the patient reports they had a seizure. Upon arrival of the paramedics the patient was treated with intravenous glucose and they were monitored until their blood glucose levels had rose and the patient had consumed food. The patient did not go to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and seizure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.